Manufacturer narrative:
H.6. Investigation summary a retention sample of the complaint batch was evaluated along with a control batch. Testing was completed per qc standard test method.  Excessive artifact resembling bacteria was observed in the retention sample of the complaint batch. Returns were received on 01/24/2020, but based off confirmation of the retention sample, the return sample was not evaluated. A review of the most recent complaint data indicates a trend in confirmed complaints for artifact. Complaint is confirmed. A recall is being initiated for this batch. The batch history record was reviewed and no discrepancies were found. Root cause is under investigation and will be documented in our quality system.  Bd will continue to trend on complaints for artifacts. CAPA 1491251 has been initiated.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed artifact resembling gram positive cocci and budding yeast. This artifact could lead to false positive grams stains being reported. The following information was provided by the initial reporter: "customer reporting excessive precipitate in product 212525 lot 9269800 - bottle gram crystal violet. Initiated complaint; product received into lab 12/9/19 and stored at room temperature; bottle from each box has been used in attempt to troubleshoot technique. All found to have clumping and excessive precipitate."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Additional information was received, the complaint was reevaluated to determine reportability.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed artifact resembling gram positive cocci and budding yeast. This artifact could lead to false positive grams stains being reported. The following information was provided by the initial reporter: "customer reporting excessive precipitate in product 212525 lot 9269800 - bottle gram crystal violet. Initiated complaint; product received into lab 12/9/2019 and stored at room temperature; bottle from each box has been used in attempt to troubleshoot technique. All found to have clumping and excessive precipitate."